Manufacturer narrative:
Procedure/medical information review: procedure note- medical review of operative report "complaint" (B)(4) a detailed review of the available procedure notes has been completed for the "complaint" (B)(4). The review of the data provides evidence that the patient presented to the hospital with a sah over night to saturday 17th december. After initial scans the culprit aneurysm was deemed to be from a right middle cerebral artery bifurcation. Clinical data further indicates that the aneurysm had smaller middle cerebral arteries (m2) coming from neck of the aneurysm and that these could be problematic with coiling technique alone with the assumption that the rupture point was near the neck. Data review also indicates that diagnostic imaging was carried out and this identified bilateral tortuous internal carotid arteries with almost 360º tonsular loops which would give some challenges for the performance of the procedure. The physician called the local mv associate (ds) to request attendance for clinical support for a procedure on sunday morning, 18th december. Operative data provide evidence that a discussion occurred between the ds and the physician which resulted in a decision to try to treat both aneurysms during the same procedure starting with the culprit, larger aneurysm on the rt mca. A web sl 9x6 was identified as being the potential size needed. Evidence of pre-procedural sizing identified a possible web sl 5x3 as being the preferred device for the lt mca. Tortuous anatomy review was discussed, and a plan was formulated for tri-axial support for both sides as necessary. For the rt mca bifurcation the setup that was decided upon by the physician was neuron max (penumbra) to the ica, navien 072 (medtronic) as high as possible to accommodate the via27 microcatheter for the web sl 9x6 delivery. Operative data review further indicates that the neuron max was placed according to the discussions and both the navien and via were sequentially used to place the via 27 in the aneurysm, however, the navien could not be navigated around one of the loops in the rt ica. Physician decided that it was the neuron max that was not providing enough support to advance the navien. The physician decided to attempt to deploy the web without the support catheter being in the optimal position. Whilst navigating the web device toward the aneurysm, the tortuosity and lack of support meant that the via backed out of the aneurysm and the device could not be placed. The web was removed from the delivery system. The physician opted for more support and removed the whole delivery system at which time an infinity (stryker) guiding catheter was used to replace the neuron max. This provided more support for the navien/via construct and enabled the navien to be navigated to the first part of the middle cerebral artery (m1). It was noted that this significantly straightened out the ica. Evidence indicates that the physician notice intraoperatively that the patient's head had moved. It was discussed that even though the patient was well anaesthetized that the straightening of the artery would have been extremely painful, and it was decided that the head movement was a reaction to that pain. The patient also became very bradycardic at this point dropping heartrate to 30bpm. Appropriate measures were taken to correct the situation and the procedure continued. New roadmap images were taken and the via microcatheter was placed in the aneurysm. The web w2-9-6 was advanced without issue to the aneurysm and deployed. It was found to be too big as it covered the m2 vessel which the physician wanted to preserve. The device was removed, without issue. Operative data review further reflects that a smaller web device, w2 -9-5 was advanced through the via and when it was nearing the end of the navien (on imaging) the via catheter was seen to jump forward. The physician noted the movement and carried on to deploy the web. Patient's head moved, which meant that the roadmap image became offset. The web looked as if it was partly outside the aneurysm, so ds asked the physician to do a confirmation contrast run. Operative data review indicates that this is when the rupture was confirmed. The physician asked for a scepter balloon to be rapidly prepared to temporarily occlude the m1 vessel. He wanted to remove the web so as to put the balloon in its place. Ds told him to leave the web in place as it would stem the blood flow. The physician didn't want to chance getting the scepter balloon stuck alongside the via 27 microcatheter, so ds recommended detaching the web in situ as its position was good. When the physician detached the web, the via microcatheter pushed into the web and inverted the proximal end. At this point ds confirmed that he hadn't taken the tension from the via before detaching the web. Contrast injections showed slow extravasation through and beyond the web. The scepter balloon was passed through the navien to occlude the m1 whilst a treatment plan was discussed. Because of the distal position of the navien, it had to be withdrawn slightly to allow the scepter to be inflated. Physician placed the tip of the balloon almost into the aneurysm. The physician decided to place a coil in the proximal dip in the web in order to cover the assumed rupture point. Operative report data further indicates that the physician was nervous about deflating the balloon to place a microcatheter past to be able to coil. Ds pointed out that, despite having no detachment marker, you could coil through the scepter balloon. An axium (medtronic) coil, 7mmx20cm was successfully deployed. Further contrast injections showed no contrast entering the web. All devices were removed from the patient who was taken for a CT scan which confirmed a blood load with other anomalous findings: 1. Black spots which the physician identified as air and 2. Blood to the sub-dural space. Aa review of additional operative report data receive indicates that the rupture was due to the via microcatheter moving forward as the web tracked through it. The web had not yet reached the aneurysm. This identified rupture was an additional rupture in the same aneurysm, patient latest status was listed as extubated, and gcs is good. Some weakness on the left side." Black spots are listed currently as unclassified. If other information comes to my attention, I will report it on the email trail. Conclusion procedure note-medical review of operative report compliant p22-5943 the detailed procedure note medical review of available operative reported data is complete for compliant p22-5943 and provides conclusion evidence that the physician decided to attempt to deploy the web without the support catheter being in the optimal position. Whilst navigating the web device toward the aneurysm, the tortuosity and lack of support meant that the via backed out of the aneurysm and the device could not be placed. The web was removed from the delivery system. The physician opted for more support and removed the whole delivery system at which time an infinity (stryker) guiding catheter was used to replace the neuron max. Evidence indicates that the physician notice intraoperatively that the patient's head had moved. It was discussed that even though the patient was well anaesthetized that the straightening of the artery would have been extremely painful, and it was decided that the head movement was a reaction to that pain. The web w2-9-6 was advanced without issue to the aneurysm and deployed. It was found to be too big as it covered the m2 vessel which the physician wanted to preserve. The device was removed, without issue. Operative data review further reflects that a smaller web device, w2 -9-5 was advanced through the via and when it was nearing the end of the navien (on imaging) the via catheter was seen to jump forward. The physician noted the movement and carried on deploying the web. Patient's head moved, which meant that the roadmap image became offset. The web looked as if it was partly outside the aneurysm, so ds asked the physician to do a confirmation contrast run. Operative data review indicates that this is when the rupture was confirmed. The rupture was due to the via microcatheter moving forward as the web tracked through it. The web had not yet reached the aneurysm. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, vascular thrombosis and neurological deficits including stroke and death. Potential x-ray radiation exposure related adverse events include but are not limited to: alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia, tissue necrosis, and risks associated with contrast dye. Precautions prior to use, examine the via microcatheter to verify that it has not been damaged during shipment. The via microcatheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. High quality, digital subtraction fluoroscopic road mapping, with orthogonal views, is mandatory to achieve correct placement of the microcatheter and embolization device. If repositioning is required, take special care to retract or to advance the device under fluoroscopy. The operator should be aware that microcatheters, in distal blood vessels, may increase the risk of thromboemboli. Limit the exposure to x-ray radiation doses to patients and physicians by using sufficient shielding, reducing fluoroscopy times, and modifying x-ray technical factors, when possible. The risk of x-ray radiation exposure complications may increase as procedure time and number of procedures increase. If removed from the patient, the hydrophilic coating on the via microcatheter should be hydrated with heparinized saline. Do not allow the coating to dry as this may impact the coating safety and performance. Avoid pre-soaking devices for long durations when the device is not in use as this may impact the coating safety and performance. Avoid wiping the device with dry gauze as this may damage the device coating. Avoid excessive wiping of the coated device. Procedure catheterization of the lesion 1. Using standard interventional procedures, access the vessel with a guide catheter. The guide catheter should have an inner diameter large enough to allow for contrast injection while the microcatheter is in place. 2. Attach a rotating hemostatic valve (rhv) to the hub of the guide catheter. Attach a three-way stopcock to the side arm of the rhv and then connect a line for continuous infusion of flush solution. 3. Select the appropriate via microcatheter size depending on the size of the device that will be delivered. 4. Gently remove the via microcatheter dispenser coil or tray from the pouch. Flush the dispenser coil with sterile flush solution through the female luer attached to the coil. Once hydrated, do not allow the catheter to dry as this may impact coating safety and performance; place in basin of sterile saline solution if needed. 5. If desired, carefully introduce the microcatheter through the introducer sheath. 6. Prepare an appropriately sized guidewire and insert into the microcatheter per the manufacturer's instructions. 7. Introduce the guidewire and microcatheter as a unit into the guiding catheter until the distal tip of the guide catheter has been reached. Alternatively advance the guidewire and microcatheter until the desired site has been reached. Verify catheter position using fluoroscopy. Gently tighten rhv, as needed, without crushing the microcatheter. 8. Peel away introducer sheath by pulling on the tab, if used. 9. After the microcatheter has been positioned inside the lesion, remove the guidewire. 10. Flush the ID of the microcatheter with sterile flush solution by attaching a syringe to the catheter hub 11. Attach a second rhv to the hub of the microcatheter. Attach a one-way stopcock to the sidearm of the second rhv and connect the flush solution line to the stopcock. 12. Open the stopcock to allow flush through the microcatheter with sterile flush solution. Removal of the via microcatheter 13. Under fluoroscopic guidance, withdraw the via microcatheter until the entire device has been removed from the patient. Shaping mandrel warning: the steam shaping mandrel is not intended for use in the human body. Use only a steam source to shape the catheter tip. Do not use other heat sources. Prior to use, inspect the tip of the catheter for any damage that may have resulted from steam shaping. Do not use a catheter that has been damaged in any way. Via 21, 27 and 33 microcatheters are supplied with one straight shaping mandrel. Microcatheter models with a preshaped tip may be steam shaped if desired. Follow steps below for using straight shaping mandrel: 1. Remove shaping mandrel from card and insert into distal tip of catheter. 2. If desired, remove introducer sheath from the card and carefully introduce the microcatheter through the introducer sheath. 3. Carefully bend catheter tip and shaping mandrel into desired shape. A slight over exaggeration may be required to account for catheter relaxation. 4. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm) from the steam source for approximately 30 seconds. Do not exceed 30 seconds. 5. Allow catheter tip to cool in air or saline before removing the mandrel. Remove the mandrel and discard. Multiple shaping is not recommended. 6. Inspect the tip for any damage that may have resulted from steam shaping. If any damage is found, do not use the catheter.

Event description:
It was reported that the patient presented to the hospital with a sah. The vascular latur was reported to be tortuous. The tortuous anatomy was discussed, and a plan was formulated for tri-axial support for both sides as necessary. It was decided that it was the neuron max that was not providing enough support to advance the navien. The physician decided to attempt to deploy the web without the support catheter being in the optimal position. A smaller web device, w2 -9-5 was advanced through the via and when it was nearing the end of the navien and the via catheter was seen to jump forward, as the tortuosity and lack of catheter support indicated. A contrast run was done and confirmed a rupture. The web was positioned and detached and confirmed to be in a good position. Additional clarification indicated: the rupture was due to the via microcatheter moving forward as the web tracked through it. The web had not yet reached the aneurysm. The bleed was not confirmed before web placement, the physician is attributing it to the catheter movement. The current patient status "she's extubated and gcs is good. Some weakness on the left side."